Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion sets tpn tubing separated from the central line during the infusion. The following information was provided by the initial reporter: "tpn tubing came apart from the patient's central line. The line had been connected and infusing for 21 hours."

Manufacturer narrative:
H6: investigation summary sample was not returned for this record, but the sample was received for related complaint and the investigation for that record is below: "one sample was received for quality investigation. The customer complaint of connection issues was not verified during sample investigation. Evaluation of the sample submitted started by first visually inspecting the sample. There were no defects or damage that was noticeable on the infusion set. The infusion set was then primed and a simulated infusion was conducted at rates of 125 ml/hr and 400 ml/hr for 15 minutes at each flow rate. There were no indications of leakage, air-in-line or occlusions during the simulated infusions." Device history record review for model 10010453 lot number 22055926 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10010453 lot number 22075719 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion sets tpn tubing separated from the central line during the infusion. The following information was provided by the initial reporter: "tpn tubing came apart from the patient's central line. The line had been connected and infusing for 21 hours."